Event description:
The customer originally returned his olympus evis exera ii ultrasonic bronchofivervideoscope due to a clogged channel. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the channel opening was leaking and had sharp edges. This report is being submitted to capture the leaking channel with sharp edges found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in event, the forceps passage was leaking and had sharp edges present. Additionally, the subject device failed the leak test. The pink probe was found discolored and had a sharp section present and the ultrasound image had two consecutive echo signals missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Event: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the channel blockage could not be determined at this time. The following information is stated in the instructions for use (IFU): "5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, peeling, scratches, holes, sagging, transformation, bends, adhesion of foreign body, detached, parts, protruding objects, or any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed that this event occurred during preparation for a diagnostic procedure. Another ebus scope was used to complete the procedure with the patient's outcome noted as 'expected'.